Event description:
Acclarent was notified on (B)(6) 2012 of a domestic event that occurred on (B)(6) 2012 during a sinus surgical case when acclarent balloon dilation technology was used. The surgeon indicated that when he attempted to cannulate the frontal outflow tract of the pt using an acclarent f70 flex guide, he bent the flex guide while making several attempts to gain access to the frontal outflow track. The surgeon saw a tiny piece of the blue tip from the flex guide sitting in the middle meatus and it was removed easily. There was no pt injury and no add'l treatment required.

Manufacturer narrative:
Acclarent followed up on this report to gather add'l info. The surgeon stated that the acclarent technology performed as expected. There was no adverse event, consequences, add'l intervention or treatment needed. The complaint device arrived on (B)(4) 2012 and failure analysis was performed on (B)(4) 2012. Eval confirmed that the blue tip of the guide catheter was broken off. The most likely cause for the tip separation was that the surgeon intentionally deformed and bent the guide catheter as the cannulation was difficult with multiple attempts. Acclarent's IFU's warnings and precautions states, "when using the flex sinus guide catheter, do not attempt to bend the non-malleable shaft." There has not been any adverse event reported due to this malfunction and probability of any potential adverse event is highly remote. Hence, this malfunction was not initially considered as a reportable event, however, after re-eval on (B)(4) 2012, the organization decided to report it in abundance of caution. Acclarent will continue to monitor this phenomenon for trending purposes.